Manufacturer narrative:
The monitor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The reported issue was confirmed. When the monitor was powered on there was no displayed image. It remains blank/black. An electrical failure was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The unique identifier was not available at the time of reporting. Concomitant medical products: other relevant device(s) are: product ID: 9733623, lot number/serial #: unknown. The manufacture representative went to the site to test the navigation system. The reported issue was confirmed and the surgeon monitor was replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the surgeon monitor was not functioning any longer. It was powering normally, then the site stated that it went through multiple colors on the entire screen and then went black. They slaved out to an external monitor and were able to continue the case. After the case, they used the same external cable with a different monitor and the monitor worked. There was less than an hour delay in the procedure. No impact on patient outcome.